Event description:
Additional information: it was later reported that since the last 6 months patient had been experiencing extreme low sacral back pain. In (B)(6) 2011, patient was unable to move her legs from hips down. It was stated that the patient had several mris which revealed that the catheter had slid down and looped around s2 area as reported previously. Patient was awaiting catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had moved and was now wrapping around pt's sacrum. Pt was awaiting revision due to financial constraints. Drug delivered via the device was dilaudid. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was kinked near the patient's tailbone area. The patient had lost their insurance 3 years ago so the patient decided not to have the catheter replaced